Event description:
It was reported that during an emergent follow up visit, the patient was being seen for review and reprogramming of their device. The device interrogation revealed premature battery depletion, with an estimated remaining longevity of less than three months. Subsequently, the patient was hospitalized, and the pacemaker was removed and replaced. There were no further adverse effects reported on the patient. The device is anticipated to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during an emergent follow up visit, the patient was being seen for review and reprogramming of their device. The device interrogation revealed premature battery depletion, with an estimated remaining longevity of less than three months. Subsequently, the patient was hospitalized, and the pacemaker was removed and replaced. There were no further adverse effects reported on the patient. The device was returned for analysis.